Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that "no readings", "sensor error", "brief sensor issue" or hourglass was reported. On (B)(6) 2023, the patient reported no readings on his g6 receiver. The patient alleged ongoing unspecified failures of the sensors and receivers. On (B)(6) 2023, the patient reported he ¿lapsed¿ into a coma as he was unaware his blood glucose was low, he fell, hit his head on the sink, sustained a facial laceration and was transported to the emergency department by ambulance. It was not confirmed who contacted emergency medical services (ems) and what treatment was provided by ems. The patient reported he ¿needed reviving¿ and his facial laceration was sutured which resulted in scarring. Although multiple unsuccessful attempts were made by dexcom technical support to speak with the reporter, no other details were obtained. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.